Event description:
Reporter alleged obtaining a result of 22.2 mmol/l on the mobile system compared back to back with a result of 6.0 mmol/l on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. Reporter alleged obtaining a result of 28.4 mmol/l on the mobile system compared back to back with a result of 6.1 mmol/l on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012. Reporter alleged obtaining a result of 12.7 mmol/l on the mobile system compared back to back with a result of 6.7 mmol/l on the compact plus system when testing was performed within 10 minutes on (B)(6) 2012, hours later. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). This medwatch report is for the compact plus suspect device system used. Reference medwatch report with patient identifier (B)(6) for the mobile suspect device system used.